Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm. The certified diabetes educator (cde) reported that the patient experienced a burn like reaction. The reaction was described as red raised skin in the shape of the sensor pod with a blister along one side of the edge of the reaction. It was indicated that the cde stated that they advised the patient to use cavilon before applying the sensor. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.